Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) turned off on its own. The epg passed all incoming functional testing. Preventive maintenance was performed on the epg and it was returned. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient following surgery and turned off on its own. The patient's heart rate dropped and the epg was immediately replaced. The epg was returned for service. No further patient complications have been reported as a result of this event.